Event description:
It was reported that the lead exhibited noise, resulting in aborted shock. Insulation damage was observed on lead body 3.0 cm after the y-connector. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.